Manufacturer narrative:
Product analysis: film review: the exact cause of the post implant dissection (beginning in the left subclavian artery and extended distally to the renal arteries) leading to chest pain and hypotension, and myocardial infarction leading to patient death could not be conclusively determined from the pre-implant films provided. Additional pre-implant films, films during implant procedure, post implant films that showed the dissection, and films during secondary intervention (implant of the valiant devices) were not provided. It is possible that the events were procedure related; it is possible that manipulation of the wire and other manufacturer's sheath during the implant procedure may have contributed to the dissection, beginning in the left subclavian artery and extended distally to the renal arteries. The dissection may have exacerbated the patient's pre-existing heart condition, which resulted in myocardial infarction and led to patient death.

Manufacturer narrative:
Other relevant device(s) are: model/catalog #: etlw1616c124e, sn: (B)(4); model/catalog #:etlw1613c93e, sn:(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. The patient had bilateral renal chimneys and another manufacturer's sheath covered stents implanted during the procedure. Another manufacturer's sheath was used during the procedure. The sheath was advanced from the auxiliary artery into the subclavian artery and distally through the descending aorta during the implantation of the covered stents. The sheath could not be cannulated and was replaced during the index procedure. It was reported that, seven days post index procedure, a duplex ultrasound revealed no issues. However, shortly after the duplex ultrasound the patient experienced chest pain and was hypotensive. A CT revealed a dissection beginning in the left subclavian artery and extended distally to the renal arteries. The physician elected to implant three valiant stent grafts and successfully covered the dissection. However, it was reported that, during recovery, the patient expired due to a massive myocardial infarction. Per the physician, the cause of the dissection was due to the manipulation of the wire and the other manufacturer's sheath during the index procedure. In addition, it was noted that the patient's heart was unhealthy and due to the enormous amount of pressure because of the dissection along with the left ventricular function of 30% at baseline, the patient was not able to pump efficiently. The physician indicated that the patient's death was not tevar related. No additional sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.